Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 430 mg/dl on (B)(6) 2017. The customer also reported receiving multiple no delivery alarms during prime. Blood glucose at the time of the call was 320 mg/dl. During troubleshooting, insulin did exit the tubing, but the insulin pump alarmed no delivery. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will not be returned for analysis.